Event description:
It was reported that there was a connection issue between a transfer set and a y set. A uv assist device was being used. The device¿s cover was opened and mis-spike was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A visual inspection was performed with no issues noted. Functional testing including leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The device met product specifications. Should additional relevant information become available, a supplemental report will be submitted.